Event description:
Repair statement customer stated problem: low o2 or yellow light. Key: sieve bed defective. Additional malfunctions are the tie wraps were installed, the pilot valve is sticking, and the 4-way valve is contaminated.